Event description:
Customer alleged blood glucose result of 78 mg/dl on the compact plus system and 39 mg/dl from a laboratory test when testing was performed back-to-back. Customer reported having no symptoms and self-treated with glucose gel. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.